Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection found a system interconnection flex cable that was not properly seated. The cable was reseated as a precaution. The device was recertified and returned to the customer. The battery used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.